Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have moisture under display screen. Customer is unsure of cause of moisture. Customer's blood glucose was 154 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer requested to hold on to pump before verifying if insurance will pay for a new pump. No further information provided.